Event description:
The customer tested his blood glucose one evening using his contour meter. He received a reading of 89 mg/dl and took his usual 10 units of insulin. The customer woke up around midnight and was symptomatic for hypoglycemia. He alerted his wife, who tested his glucose and received a reading of 47 mg/dl. The customer's wife gave him something to eat. He retested after eating and received a reading of 65 mg/dl before returning to bed. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.